Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 550 laser fiber was used during a holmium laser enucleation of the prostate (holep) procedure. Reportedly, the laser unit used was a lumenis p120 with settings of 2j and 50 hz. According to the complainant, during the procedure the laser fiber became hot. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.